Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that, the insulin pump had low battery and change battery issues. The customer's blood glucose was 140 mg/dl at the time of the incident. It was also reported that they had a replace battery now alarm. The alarm history was reviewed. They did not receive a low battery alert prior to the replace battery now alarm. Customer changed batteries 4 times and alarm has come back a few hours later. Troubleshooting determined that, the insulin pump should be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed sleep current measurement, active current measurement, self test and displacement test. No unexpected battery power loss alarm and no low battery alarm during testing.